Event description:
On 3/22/2024, during servicing activities of zyno medical devices which includes preventive maintenance, there is an flowrate issue observed where flow rate offset% at pre-rework is 7% and flowrate offset% at post-rework is 1%. This issue is determined to be a flowrate unknown issue. No patient involved as this is observed during calibration/ preventive maintenance.

Manufacturer narrative:
On 3/22/2024 flowrate issue was observed during preventive maintenance/calibration within zyno medical, llc. Cause not established. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event. As this is observed during preventive maintenance, all the isssues within the pump were resolved.